Event description:
Event description boston scientific received information that the patient with this device experienced a seven second pause in pacing but was not symptomatic. There was noise observed on the competitive ventricular lead. Boston scientific received additional information that the device was reprogrammed to avoid oversensing.,